Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (348mg/dl). Elevated bg levels were treated via pump and syringe boluses. System check was performed with tandem technical support, and the pump was performing as intended. Tandem technical support discussed other factors that can influence bg levels with the customer's contact, and advised that pump settings might need to be reevaluated.